Event description:
It was reported intraoperatively, the surgeon sized the annulus and implanted a 27 mm sjm masters series valve. After implantation, the valve appeared stenotic, the blood pressure was low requiring the administration of dopamine hydrochloride and sodium nitroprusside. The pressure in the atrium was constantly high. The surgeon decided to remove the valve and replace it with a smaller 25 mm sjm masters series valve (model and serial number unk). The pt is reported to be recovering in the ICU.